Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/202. Additional information: b7. Additional information was requested, and the following was obtained: 1. What is the lot number? No further information is available. 2. What is physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. 3. Given the patients history, was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative gingival bleeding? Hypertension, hepatitis c, bernard-soulier syndrome. 4. If the physician believes there is a deficiency with the product can they clarify the correlation between the event and the product? No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Given the patients history, was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative gingival bleeding? If the physician believes there is a deficiency with the product can they clarify the correlation between the event and the product?

Event description:
It was reported that a patient underwent dental procedure on unknown date and absorbable hemostat was used. The patient was a (B)(6) year old man in whom bernard-soulier syndrome (bss) had been diagnosed at 40 years of age. The patient required dental extraction and scaling of multiple teeth because of periodontitis. On the day of treatment, the blood platelets were increased from 1.9 × 104/¿ l to 3.0 × 104/¿ l by platelet transfusion of 10 units, and the patient underwent extraction of 6 teeth and dental scaling of the residual teeth. Thereafter, post-scaling gingival bleeding was continuously seen at the right mandible. Postoperative platelet transfusions of 20 units and an additional 20 units just before removal of the local hemostatic splints were performed. The postoperative course suggested platelet transfusion refractory (ptr) and antiplatelet antibodies were examined. The patient was positive for both anti-hla and anti-gpib/ix antibodies. Additional information was requested.